Event description:
It was reported to boston scientific corporation that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a duodenal dilatation procedure. According to the complainant, the black sheath that covers the balloon became dislodged and jammed in the scope. During withdrawal, the sheath slipped over the balloon making it non-functional. The procedure was completed with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. A pentax scope with a 3.2 channel was used although not the recommended size, however, they have used this brand/size balloon with this scope numerous times in the past without incident. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).